Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 20) occurred. Reportedly, the customer successfully loaded a new cartridge to address the issue. Customer's blood glucose level was 116-125 mg/dl.